Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device failed therapy test. The fse evaluated the device. It was determined that the device failed to perform the therapy test. The operational test, shock delivery check was conducted to resolve the issue. The device was returned to normal after the operational test. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.